Event description:
It was reported that the patient was not receiving sensor readings on the ilet bionic pancreas because the freestyle libre 3+ sensor had been paired in the libre app instead of the intended platform, leading to a ¿sensor in use by another device¿ condition; the patient applied a new freestyle libre 3+ sensor and was guided through proper pairing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, with the issue attributable to improper procedure and not to any device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.